Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported rad-5 "loses signal after a little while." There was no patient impact or consequence reported.

Event description:
The customer reported rad-5 "loses signal after a little while." There was no patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated, and contamination was found surrounding components on the mx board thermistor circuitry. This results in an "err 2" code to appear on powering up the device.